Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient underwent anterior cervical diskectomy and fusion (acdf). Intra-op, surgeon inserted the cage then used impactor. When surgeon tried to insert the screw he found that the cage was broken upon screw insertion step. Surgeon removed it and replaced it with other cage. Product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Device analysis: visual review confirms the implant is cracked at the base of the center locking cap portion of the implant, with witness marks noted on the top of the locking tab, consistent with significant impaction force utilized directly on the center of the implant during attempted implantation. The above observations are consistent with brittle overload during insertion as the mechanism of failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.